Event description:
The customer reported that the alert light on the user control panel on both sides of the autopulse nxt platform was flashing while using the autopulse nxt li-ion battery (sn (B)(6). Upon replacing the battery, the nxt platform functioned as intended. The charge indicator on the battery sn (B)(6) was showing four bars. The customer planned to charge the battery overnight and test it in the morning. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt li-ion battery for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.